Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating two brush heads broke apart, the bottom piece fell off. No injury was reported.

Manufacturer narrative:
15-jun-2018 product investigation results: the reporter returned an unspecified number of toothbrush heads on 22-may-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer called stating two brush heads broke apart, the bottom piece fell off. No injury was reported.